Manufacturer narrative:
Evaluation conclusions: an investigation will be performed and a follow-up report will be submitted when any additional information is available.

Event description:
The complainant reported air getting into the contrast line and subsequently into the manifold. Six units reportedly had this malfunction. However, after several attempts to obtain additional information, nothing was provided. It is not possible to distinguish between the occurrences. No harm or injury to a patient was reported.